Manufacturer narrative:
(B)(4). Batch # m91r8u. The handpiece was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose. It was connected to a generator, evaluated with a test instrument and was found to be functional. The handpiece was disassembled to inspect the internal components and no anomalies were found. No conclusion can be made as to why the nosecone was damaged. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic ventral hernia repair procedure, the generator would initiate the pre-run test sequence. The procedure was completed using the same hand piece and instrument but a different generator. There was no consequence to the patient.